Event description:
The physician reported that the patient's device was unable to be interrogated due to end of service and that the generator was replaced and the device has since been able to communicate properly with the new generator. An implant card indicated that the generator was replaced prophylactically due to ifi - yes. The explanted generator was discarded by the explanting facility; therefore, no analysis can be performed.

Event description:
It was reported that the handheld failed to perform system diagnostics multiple times. The wand battery was replaced and the handheld was not plugged into the wall and the handheld would still not perform diagnostics. The physician reported that the device was able to interrogate generators and program; however, diagnostics could not be performed. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: new information received corrected the suspect device.